Manufacturer narrative:
Result of investigation: vyaire technician went onsite to evaluate the device. However reported issue was not reproduce or duplicate. The sipap unit was calibrated and tested to make sure everything is within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the infant flow sipap switches from biphasic mode to monophasic mode without pressing a button. The picture also jumps back and forth between values and curves. It is also making a noise. There is no information regarding patient involvement.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.